Event description:
Additional information was received that the right ventricular (rv) lead was explanted and replaced to resolve the event. The patient was stable.

Event description:
During a remote follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Provocative testing was performed and the noise was able to be reproduced. Insulation damage on the rv lead was alleged, but was unable to be confirmed via diagnostic imaging. The patient was hospitalized, but no further intervention has been performed at this time. The patient was stable and will continue to be monitored.